Manufacturer narrative:
Additional information was received on may 16th, 2017 which clarifies the event reported and mitek has determined this complaint is not reportable as there was no patient harm. The initial medwatch was filed in error.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
On (B)(6) the lca reconstruction procedure was performed. During the procedure, it was used the adjustable rigiloop implant reference (B)(4), which was positioned without difficulty in the femoral tunnel. At the time of setting the loop, the white threads ruptured and the implant is lost. Another implant is passed and the procedure is repeated successfully and without major damage for the patient.